Event description:
Unit was running for about 1 1/2 hours and gave disc/sense alarm, no flow coming from vent. No patient harm reported. States when vent was brought back to office and powered on, same issue occurred - turbine would not start up, although patient pressure leds were lighting up and showing negative pressure (when used with test lungto simulate patient trigger), vent giving constant disc/sense alarm. The vent had been tested and run fine prior to being placed on patient for 20-30 minutes with alarms triggering properly, no problems or malfunctions occurred. Vent was turned off and placed on the pt approximately 1 hour later with low press and disc/sense alarms audible and flashing. Patient was placed back on his other vent. We had her turn it off/on multiple times, disassemble and reassemble the circuit, as well as replace the entire circuit. The vent was exchanged and upon testing, it passed all of the vent checkout including the leak test. No allegation of vent causing patient harm. Was on ac.